Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with a top case chipped on corners, cracked bottom case by l-bracket and right plunger case. Event log history was performed and indicated that ?travel course error - check clutch plunger lever" was recorded in history. During analysis, the reported issue was able to be duplicated. Service replaced lead screw, both clutch halves and clutch spring, performed occlusion test and all functional tests which passed. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be normal wear.

Event description:
Information was received indicating that the smiths medical medfusion pump exhibited travel coarse error. No adverse effects were reported.